Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection of the device noted holes in all four seal plugs. Further inspection revealed the distal atrial and ventricular set screws were stuck in the up position, indicating a force was exerted upon them in the counter clockwise direction. A portion of the hex wrench was also broken off flush with the top of both set screws and is lodged in the hex hole of each set screw. All other set screws were found to move normally and completely in both clockwise and counter clockwise directions. High powered microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing. Analysis concluded that the difficulty in lead removal noted in the field was a result of silicone to silicone bonding in addition to the effects of body fluid contamination throughout the lead barrel of the device. The damage to the set screws was induced.

Event description:
Boston scientific received information that this pacemaker was being changed out for normal battery depletion. However, during the procedure, the right atrial (ra) lead was stuck in the header of this device. The insulation on the ra lead pulled apart when the lead wouldn't come out, so the lead then needed to be surgically abandoned and replaced as well. No additional adverse patient effects were reported.